Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode exhibited noise. The patient was brought into the clinic for additional testing. The mechanical noise was easily reproduced on the secondary and alternate vectors, thorough provocative maneuvers were completed and no noise was reproduced on the primary vector. Impedance measurements are stable. An x-ray image was completed. At this time, x-ray images where reviewed, and showed proper connections. A request was made to have data from this device analyzed. Rhythmcare advised following patient closely. This system remains implanted. No adverse patient effects were reported.